Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The customer reported that they put in units of insulin but nothing came out and the insulin pump did not notify him that it was not delivering. The customer stated that on (B)(6) 2017 they changed the set and everything worked. While on (B)(6) 2017, the customer had a high blood glucose level that was over 600 mg/dl. The customer¿s current blood glucose level was 150 mg/dl. The customer had treated their high blood glucose with the insulin pump and syringes. Troubleshooting was performed. They will be sent a tubing clamp to perform the high-pressure test. The device will not be returned for analysis.